Event description:
The patient had a severe angulation of the aortic neck. The main body stent graft was placed and there was a type I endoleak. As a result, they decided to place a main body graft to straighten out the ceiling area of the main body. After placement, the result was good.